Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticm5_13.2 implantable collamer lens, -1.5/+2/+4 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2017 due to excessive vaulting (vault value of 127 micrometers). The patient experienced a significant reduction of irido-corneal angles. The lens was exchanged for a shorter lens, and the problem was resolved.

Manufacturer narrative:
Device evaluation: evaluation found lens returned dry in the lens container, but there is clear surgical residue/debris on product. Visual inspection found haptic broken and bent. (B)(4).